Event description:
Reported as, difficulty adding and removing saline: patient's first fill, the port was difficult to fill. On the patient's second fill the doctor was unable remove saline from the port. There were no kinks or leaks in the tubing observed on the band via x-ray.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicated no lekage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event.